Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection and device functionality was normal.

Event description:
New information received indicated that the device was explanted due to pocket erosion and infection. The patient was stable before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-24780 it was reported that the patient presented to the clinic with an infection and an unspecified device issue. The system was explanted. No further information is available.